Event description:
On (B)(6), 2011, a doctor alleged that three (3) patients experienced the debonding or fracture of posts and one (1) patient experienced a composite failure after the use of etch gel and placement with bond 1. The doctor was not definitive as which of the two products were involved in the restoration failure of each patient. Two (2) reports will be submitted for each patient; one report for each of the alleged products; therefore eight total reports will be submitted. This is the first of eight reports with regard to patient #1 and the debonding of post.

Manufacturer narrative:
The customer seated fiber posts and cores in 5 teeth using etch gel, bond 1,cement it and build it. One post came out while the doctor removed the temporary to try the frame. The doctor re-cemented it with the fugi plus. When the patient came back for the permanent bridge two more posts came out slightly. The doctor re-seated them also. The products involved in the alleged incidents were not returned. An evaluation of adhesive strength was performed on the retain sample yielding results within specifications.

Manufacturer narrative:
The product involved in the alleged incident was returned and evaluated for adhesive strength, yielding results within specifications.